Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional a "deflation on breast implant." Manufacturer of the device is unknown. This record is for left side. Device status is unknown.